Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Visual inspection found the teflon pad missing from the clamp arm at the distal end. The teflon pad was not returned with the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure. Review of the provided image by a regulatory post market surveillance analyst shows no visible damage to the instrument tip but the teflon pad was slightly lifted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not working. The user completed the procedure using a backup harmonic ace instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument broke outside of the patient. There was no fragment that fell into the patient. The patient has not returned to the hospital due to post-surgical complications.